Event description:
It was reported that the procedure was to treat a de novo lesion located in the mid left anterior descending coronary artery that was mildy calcified, heavily tortuous and 90% stenosed. The trek rx ruptured at the lesion during the first inflation at 10 atmospheres; contrast leaked and it was considered a rupture. A cutting balloon was used and the procedure was completed. There were no adverse patient effects and there was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported complaints appear to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.